Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to low voltage on the back up battery.

Manufacturer narrative:
(B)(4). Device evaluation anticipated as the suspect component has been returned, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen intermittently goes blank while on a patient. The patient was switched to another ventilator with no harm or injury.